Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unknown date, the patient began treatment for the peritonitis with injection vancomycin, 2 gm and gentamicin, 20 mg (frequencies and routes were not reported); given with additional unspecified medication. The outcome of the peritonitis and whether the patient was hospitalized for the event were unknown. It was not reported if pd therapy was ongoing. No additional information is available.